Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received bupivacaine (15mg/ml, 5mg/day) and unknown morphine (20mg/ml, 6.7mg/day) in an implantable pump for non-malignant pain and lumbar radiculopathy. The patient felt "different" prior to recent refills. On (B)(6) 2015, a dye study was attempted, but the hcp was unable to aspirate the catheter. Per the hcp, the pump volumes had always been accurate and the patient was doing well clinically. At the pump replacement on (B)(6) 2015, the expected residual volume (erv) was 8.8ml and the actual residual volume (arv) was 8.1ml. The hcp opted to only replace the pump, as elective replacement indicator (eri) was in 3 months. The catheter remained in place, despite being unable to aspirate from the catheter via the catheter access port (cap). It was also reported the patient was seen by an unknown neurosurgeon in the fall to rule out granuloma. Additional information received from the consumer indicated the pump was replaced on (B)(6) 2015 (surgery was changed ). The neurosurgeon seen to rule out granuloma was not sure and could not definitively confirm. It was stated the issue could be an "artifact" on the MRI film. The recent pump replacement reportedly resolved the symptoms of "feeling different." The patient thought the issue was "battery related problems" with the previous pump. The patient would go into morphine withdrawals when it was 2-3 weeks before refill/alarm date. The patient had not had any withdrawal symptoms since pump replacement. However, the pump had not been refilled yet. Please refer to mfg. Report# 3007566237-2015-03451 for information pertaining to the catheter related issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the pump analysis result was ¿no anomaly found¿.